Event description:
On (B)(6) 2012, pt reported her blood glucose was 21.3 mmol/l (383.4 mg/dl) at 1:12 pm, and she delivered a correction bolus of 4.1 units. Her blood glucose was 20 mmol/l (360 mg/dl) at 2:20 pm and 18.4 mmol/l (331.2 mg/dl) at 2:48 pm. She changed the infusion set, and a company rep reviewed how to complete a cartridge and infusion set change to ensure pt was doing it correctly. Pt reported there were no air bubbles in the cartridge or infusion set and that "all seems to be functioning correctly." She retested her blood glucose at 3:20 pm, and it was 21.3 mmol/l (383.4 mg/dl). There were no leaks around the infusion site, and pt was advised to contact her physician for medical device. A diabetes educator called on (B)(4) 2012 and advised the pt continues to have problems with the infusion device and infusion sets since starting on pump therapy. Pt has experienced "constant air pockets" in the infusion set and insulin has leaked into the infusion device. Pt decided she no longer wanted to use the product and was advised to switch to her backup plan. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.